Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the healthcare provider was doing a revision case to move the ins pocket because it was uncomfortable for the patient. The rep didn¿t know when the issue began. While in the revision, the healthcare provider could not remove the lead from the header block. The healthcare provider stated that the lead seemed to be stuck after loosening the setscrew when they were applying tension to the lead. Considerations were reviewed and the healthcare provider was going to attempt to remove the lead from the ins. The healthcare provider noted if they couldn¿t remove the lead, they were going to place the ins and close back up until the full system could be replaced at a future time. Follow up information received from the manufacturer¿s representative on (B)(6) 2019 reported that the cause of the inability to remove the lead from the ins was not determined. After contacting the manufacturer¿s technical services, the physician ended up placing the ins back in side the patient and waiting until they can do a full revision and when the representative was available. The patient was scheduled for a revision on (B)(6) 2019. There were no further complications reported or anticipated.